Manufacturer narrative:
The device was not returned to the MFR for eval as the hospital staff disposed of the device. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted into the hospital for nausea, vomiting, epigastric pain, hypotension, headaches and anemia. The pt had an episode of cardiac arrest and was emergently placed on echmo. The pt experienced two more episodes of cardiac arrest from ventricular fibrillation and biventricular tachycardia. The pt was noted to have biventricular heart failure. The pt's lvad was explanted a week later and was transitioned to other support. The vad coordinator reported that two days later, the pt experienced another cardiac arrest, which was likely related to pulmonary hemorrhage. The chest x-ray showed total white out of both lung fields, with blood flowing from the endotrachial tube. The pt was pronounced dead after multiple attempts to resuscitate her at her bedside.